Manufacturer narrative:
The insulin pump seats during displacement test and alarmed no delivery without reservoir installed due to faulty force sensor resistor (gold). Analysis was unable to complete displacement test due to faulty force sensor resistor. The pump was received with broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and damage. The blood glucose at the time of the incident was unknown. The notes states state there were many no delivery alarms and the battery compartment had cracks around the display window. Troubleshooting was not performed. The device will be returned for analysis.